Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 1 of 5 on the home choice (hc). The technical service representative (tsr) instructed the hp to cycle the hc and the hc proceeded to press go to start. The tsr advised the hp to start over with new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. Per the hp, he did not disconnect from the set during therapy. The hp missed therapy that night and resumed therapy the following night on the cycler without problems. The hp did follow up with his peritoneal dialysis nurse (pdrn) regarding the alarm and missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).